Manufacturer narrative:
Sizing issue and contaminated by user facility.no product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation, device was dicarded.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a 4900, 36mm ring was explanted at implant due to surgeon was implanting item, but was not satisfied with how it was fitting and decided to implant a smaller size. No additional information was provided at this time. E-mail from sales representative dated 11/12/09 indicates the following, the 4900's were borrowed from the facility for a case at another facility where dr implanted a 36mm didn't like the way it was conforming and changed to a 32mm. There wasn't any clinical issue, ring was contaminated and discarded.